Event description:
Patient reported left rupture, capsular contracture baker iii/IV, and "foreign body-type giant cells". Healthcare professional additionally reported left capsular contracture baker grade IV and seroma. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, granuloma, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Patient reported left rupture, capsular contracture baker iii/IV, and "foreign body-type giant cells". Healthcare professional additionally reported left capsular contracture baker grade IV and seroma. The device has been explanted and replaced.